Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys brahms pct results from the cobas 6000 e601 module. The initial result was >100 ng/ml. The physician requested manual dilution, and the customer performed a 1:4 manual dilution. The result was 15 ng/ml (x4=60 ng/ml). The customer performed another 1:2 manual dilution of the original sample, producing a result of 52 ng/ml. The customer did not know which result was correct.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present, because the qc prior to the event was within ranges.